Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is from a literature source. Literature citation: lygrisse ka, matzko c, shah rp, macaulay w, cooper jh, schwarzkopf r, hepinstall ms. Femoral neck notching in dual mobility implants: is this a reason for concern? J arthroplasty. 2021 aug;36(8):2843-2849. Doi: 10.1016/j.arth.2021.03.043. Epub 2021 mar 24. Pmid: 33875287. Objective/methods/study data: a multicenter retrospective study reviewed 256 modular and 32 monoblock dual mobility (dm) components with minimum 1-year clinical and radiographic follow-up, including 112 revisions, 4 conversion thas, and 172 primary thas. Radiographs were inspected for evidence of femoral notching and to calculate acetabular inclination and anteversion. All identified implants were non-depuy with the exception of qty 1 srom stem listed as a stem with radiographic finding of stem notching among 10 noted cases of femoral notching. The article reports the notching is associated to the dm. Three of the 10 cases had complaints of pain and were attributed to impingement. These symptoms were treated with over the counter nsaids or resolved on its own. The article states "there were no revisions and no dislocations in the 10 patients with notching." Figure 3, 4 and 5 are radiographic images of implanted devices to illustrate examples of notched stems.. Adverse event(s) and provided interventions : qty 1 srom stem with notching - no interventions provided; no information if this patient is one of the three that experienced symptoms.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot: a manufacturing record evaluation (mre) was not possible because the required lot code was not provided.